Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 936 mg/dl. Customer experienced nausea, hyper ventilation, constant urination, dry pale skin, and confusion due to high blood glucose. Customer was wearing the insulin pump during time of emergency room visit. Customer was taken off the device right away at the hospital and was put on an insulin drip. Customer will not be returning the device for analysis.